Event description:
It was reported that the patient's pacemaker, the right ventricular (rv) and the right atrial (ra) leads were eroded through the skin. The pacemaker, the ra lead and the rv lead were explanted. Patient status was not provided.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.